Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the percutaneous lead disconnect and pump off alarm was noted on the history log, however, the patient denied disconnection of the percutaneous lead. The system controller was exchanged with another system controller.